Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, left/ right handles, front/ rear doors, lock label, tube drive, sleeve drive, wiper seal, flange gripper retainer, internal frame, carriage block assembly and right iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the barrel clamp assembly - damaged/ cracked. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.